Event description:
The manufacturer received a voluntary medwatch (mw5157583) in reference to remstar CPAP. The medwatch reports using the CPAP since 2010. The user alleges having a heart attack in 2013, having been hospitalized twice with cardiomyopathy, battling lung disease, shortness of breath, tiredness, chest pain and pressure. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a voluntary medwatch (mw5157583) in reference to remstar CPAP. The medwatch reports using the CPAP since 2010. The user alleges having a heart attack in 2013, having been hospitalized twice with cardiomyopathy, battling lung disease, shortness of breath, tiredness, chest pain and pressure. Additional information: per response to the manufacturer's good faith efforts, no device will be returning. Therefore, no further investigation can be completed at this time. Therefore, based on available information these allegations of heart attack, 2 hospitalizations for cardiomyopathy, lung disease (unspecified), are assessed as not related to the device in this case. In addition, based on available information, the reported events of shortness of breath, tiredness, chest pain, chest pressure are assessed as a non-serious injury. Review and assessment of the updated adverse events alleged in relation to the device use finds no change or amendment to the previous clinical assessment disposition as there is no other clinical information provided to indicate any causal relationship between the device and the harms reported. Also, thus far testing of the sound abatement foam has shown no evidence to suggest possible exposure to foam vocs/particulates would result in any serious harms or death. The serial number could not be obtained through good faith effort attempts and therefore DHR review is unable to be completed.